Event description:
It was reported that the patient's presented remotely to the clinic via merlin.net transmission. Transmission showed that the left ventricular (lv) lead had high pacing impedance and high capture threshold measurements. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.